Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted to communicate returned sensor with known good reader and communication was successful. Did not observe scan timeout. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan timeout issue with the adc device. As a result, they were unable to obtain readings and felt dizzy, subsequently losing consciousness. The customer was seen by a healthcare professional and provided unspecified oral treatment. An hcp meter reading of 102 mg/dl was also reported, however, it is unknown when it was taken in relation to the reported event.